Event description:
Sometime in november (exact date unknown), the pt tested on his meter with a result of 34 mg/dl. His physician advised to treat based upon the low reading and transport the pt to the hosp. Upon arrival "a little while later," a blood glucose level of "around 800" was obtained. He was admitted and kept overnight, however, it is unknwon what treatment was provided to the pt. Meter cleaning and maintenance are reportedly performed according to MFR's recommendations. Meter calibration status is unknown at this time.